Event description:
Related manufacturer reference number: 1627487-2023-03700. Related manufacturer reference number: 1627487-2023-03701. It was reported that the patient experienced heating/burning sensation at the ipg site and inadequate therapy/coverage. Reportedly, the heating sensation appears with when stimulation is one. No anomaly was seen on the x-ray . Surgical intervention play take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.